Event description:
The customer reported that the jaws of the device would no longer open after it was activated on tissue during the gyn procedure. The surgeon had to resect the tissue adjacent to the jaws to remove the device. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.